Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4) , alleging that her onetouch verioflex meter was intermittently displaying an unknown error message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at around 8:00 pm she attempted to test her blood glucose with the subject meter but was unable to obtain a blood glucose result due to the unspecified error message appearing. The patient stated that she was not taking any medication to manage her diabetes when the alleged issue occurred and that she continued to follow her usual diabetes management routine. The patient reported that 30 minutes after the alleged issue began she developed symptoms of nervousness and panic". At around 8:30 pm she reportedly attended the emergency room (ER) where her blood glucose was measured at around 17.0 mmol/l". The patient stated she was treated at the emergency room (ER) with insulin (type and dose not reported). No troubleshooting was able to be performed. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical treatment for an acute high blood glucose excursion after the alleged meter error began to appear.